Event description:
The robotic forceps was placed inside the pt during the procedure, and the end of the forcep broke off into the pt. The one piece was retrieved and the forcep removed. The trocar remained on the forcep and was unable to remove the trocar from the forcep. While attempting to remove the trocar, that was needed for the remainder of the case, two other pieces broke off. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
The instrument was not returned for eval. The root cause to the customer reported failure mode cannot be determined. If additional info becomes available a follow-up MDR will be submitted.